Event description:
It was reported that customer experienced damage to pump housing at usb port, which affected charging ability and meant pump could no longer be considered watertight, while cause of damage was unknown and thought to be normal wear and tear, and pump had not yet shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete before return, and was informed they would need to enter pump settings and reconnect continuous glucose monitor to replacement pump, while technical support confirmed shipping details, arranged replacement pump under warranty, and instructed customer to return damaged pump using prepaid label within 10 days.